Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely. Device replacement was recommended, and it will be replaced. No adverse patient effects were reported.